Event description:
It was reported that "electrode 15 was off" (likely referring to impedances). It was possibly related to damaging the electrode and damaging it. No other clinical data was available. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4).